Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 1808560 port & catheter, implanted, subcutaneous, intravascular allegedly experienced a break. This report was received from one source. This event involved one female patient, 54 years of age, 111 kgs. The patient had no reported patient injury.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; fracture was identified for the device. The investigation is confirmed for one partial split/break in the catheter, specifically for a partial split/break due to flexural fatigue. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 1808560 port and catheter reportedly after the patient elected port removal, the healthcare provider allegedly identified two cracks in the catheter. This report was received from one source. This event involved one female patient, (B)(6). The patient had no reported patient injury.